Event description:
Customer reported that all of the buttons became unresponsive while trying to reprogram the insulin pump. The blood glucose reading was 141 mg/dl. She did not recall any significant events leading to the keypad issues. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on keypad traces. The device pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.